Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the main lamp did not light up occurred due to a faulty lamp. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: the event occurred during a therapeutic turp (transurethral resection of prostates) procedure. There was no delay reported and it was completed using a similar device.

Manufacturer narrative:
The device has not been received to date. However, a field service engineer was on site and repaired the device. The fse uncovered a faulty lamp and had to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the xenon lamp did not light up on the visera pro xenon light source. There were no reports of patient harm associated with this event.